Manufacturer narrative:
The event unit was returned to applied medical for evaluation . Visual inspection of the returned unit confirmed that a piece of the septum, an internal rubber component of the seal, had separated from the seal. The rubber fragment completed the missing portion on the septum. Engineering also observed that the shield, an internal plastic component of the seal, had also separated from the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments and/or material through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is reportable due to the dislodged shield that was observed during the evaluation of the returned unit.

Event description:
Procedure performed: unknown. Event description: trocar fell apart when inserting, also a few parts fell into the patient. Contacted the dr for more info. Part of trocar is available for research. Additional information received from field implementation team member by email on 11jun2020: the surgeon inserted a prolene mesh (15-20). A bit more force was needed than usual. The black seal broke off and fell into the patient. The surgeon doesn't use this mesh a lot, this has never happened before. Additional information received from field implementation team member by email on 02jul2020: from the customer's report, it seems only a fragment of the seal detached. Patient status: no patient injury.